Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 178 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/04/2017 with the following findings: the black box and alarm history showed a cs 178 (low cartridge) warning alarm. The black box showed the remaining insulin at 20 units at the times of the warnings. The patient¿s settings verified the low cartridge warning set to 20 units. The remaining insulin was calculated accurately during the investigation. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 remaining units visually confirmed. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb). There was no defect found with the pump.